Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) exhibited a charge circuit inactive alert. It was noted the device was at expected end of service (eos) and the patient/physician did not want the device replaced or removed. The physician no longer wanted therapy to be delivered so the device was turned off. The crt-p remains in-situ. No patient complications have been reported as a result of this event.